Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized for the duration of their IV antibiotic treatment. The patient has since been discharged (date not reported) and is currently on a course of oral antibiotics (date and duration not reported). This report is filed march 8, 2016. Implanted device remains.

Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed swelling and an infection at the implant site. Subsequently, on (B)(6) 2016, the patient was treated with IV antibiotics fur a duration of 10 days and the infection resolved.